Event description:
The customer received blood glucose readings of 313, 317 and 308mg/dl on the breeze2 meter, was re-tested on the doctor's meter and the readings were 106 and 107mg/dl. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.